Event description:
On 9/24 as nursing performed point of care testing on employees using bd veritor plus machine, employee read as positive for covid 19. Immediate reprocessing of same sample read as negative. At subsequent immediate tests read as negative. Additional sample sent to external lab for verification. Pcr result received 9/27 confirmed negative for covid. Employee was asymptomatic, no known exposure, passed pre-shift screenings. The original result is presumed a false positive. FDA safety report ID# (B)(4).